Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported when the doctor was pulling the angio-seal device back to deploy, it seemed as though the suture, collagen and the carrier tube got stuck.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.